Event description:
On 4/24/96, this 15-month-old infant was noted to have an 8-10cm tip catheter in the kidney, apparently from a retrograde pyelogram done on 6/23/95. Removal of the tip did not occur until 4/19/96. Co believes it is similar to a 3fr co's catheter.